Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 22 mmol/l; cause was due to malfunction alarm. Customer delivered a correction bolus to address bg level. Reportedly, customer intentionally shutdown the pump due to malfunction alarm and could not turn the pump back on. Customer was educated on how to turn the pump back on. Customer continued to use pump for insulin therapy.